Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01050. The pt was implanted with 2 extensions with the same lot number. It was reported during the pt's procedure to place her permanent device, that the physician tested the lead and extensions with the ipg and received high impedance on multiple contacts. The lead tails had partially pulled out of the extensions. The physician had difficulty inserting the leads completely. High impedance was observed on multiple contacts with the ipg a second time. Testing with an external device gave normal impedance results. The physician decided to use a different ipg and no extension. The ipg pocket location was changed to accommodate for not using the extensions. The pt's procedure was extended by 45 minutes. It was reported that with the second ipg and no extensions, impedances read normal on all four contacts except 1.

Manufacturer narrative:
(B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.